Manufacturer narrative:
Received one (1) used 12661-01 primary set for inspection. A stick down was observed at the y-clave. No mating devices were returned for inspection. The y-clave was disassembled and there was tearing observed on the top surface of the seal. The reported complaint can be confirmed. The probable cause of the stick down is unknown. A device history review (DHR) review could not be conducted because no lot number(s) was/were identified. Additional information: d9 - date returned to mfg - 3/7/2023.

Event description:
It was reported that a primary set ¿clave site, secure lock, 100-inch negative pressure valve (clear piece within the clave is getting stuck down/flipped and not functioning across several products. This has led to one major chemo spill and several other spills of non-cytotoxic product. The reporter stated that the problem is a repeat occurrence. There was no patient harm reported.

Manufacturer narrative:
The device is available for evaluation, it has not been returned.